Event description:
Additional information received from hologic representative stating the perforation was confirmed via laparoscopy.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported to a hologic representative by a physician that another physician at the facility performed an endometrial ablation procedure on an unknown date and perforated the patient's uterus. The tips of the device went through the fundus. Hologic representative was not told if the perforation was confirmed or if medical intervention was required. The patient was doing fine at the time of this report. No additional details available.